Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in process of requesting additional relevant patient medical records and treatment data regarding the reported event and a plant investigation is underway. A supplemental report will be submitted upon completion of the clinical staff's assessment of the reported information and the plant's investigation.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. The customer was unable to provide the manufacturer with the lot number of the liberty cycler set, single patient connect used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The record review found two lot numbers shipped to the customer during that time period. No product is available from these lots as they have been sold and distributed, therefore a sample from the same lots could not be evaluated. The batch production records for these lots were reviewed. The batch records confirmed that released product met specifications, and documented manufacturing process controls were within specification. Per the documented product investigation, there was no indication that the fresenius liberty cycler set, single patient connect caused, contributed to or was a factor in the reported event. The complaint sample is not available for evaluation, therefore the complaint is deemed not confirmed.

Event description:
Additional information: the patient's caregiver stated patient powered the cycler off and on. The cycler received a power fail recovery message. Patient's caregiver reported that before she powered off the cycler, the patient had reconnected herself fto the same patient line. The power did not go out during patient treatment.

Event description:
The patient's peritoneal dialysis rn reported the patient had a stroke while connected to liberty cycler and had fallen out of bed. Her patient line had become detached and the patient reattached the line. The patient was admitted into the hospital for a massive stroke. While in the hospital, a culture had been obtained since the patient reconnected herself to the cycler. The results came back negative for any infection/peritonitis. The pdrn reported that 2-3 days later, the patient suffered myocardial infarction and expired in the hospital. The pdrn also reported that the patient had been in the hospital prior to being home on the night of falling out of bed. She had been discharged to a skilled care facility, but the patient signed herself out against medical advice.